Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon was initially inflated to 18 mm (3 atm), then further to 19 mm (4.5 atm) without any problem during inflation. However, it was not able to maintain pressure at both 18mm and 19mm. Since there was no resistance, inflation was continued to 20 mm at 6 atm. At that point, inflation could not proceed because the alliance syringe had run out of water, yet the pressure was down to 0 atm. The balloon was then deflated, and approximately 10cc of water was drawn back into the syringe. Upon removal and inspection, a leak was discovered at the bottom of the balloon. A second balloon was opened and checked for leak using the same setup, and a leak was found in the same location. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (additional information): block b5 (describe event or problem), block d4 (model number, lot number, catalog number, expiration date, unique identifier (UDI) #), and h4 (device manufacture date) have been updated. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon was initially inflated to 18 mm (3 atm), then further to 19 mm (4.5 atm) without any problem during inflation. However, it was not able to maintain pressure at both 18mm and 19mm. Since there was no resistance, inflation was continued to 20 mm at 6 atm. At that point, inflation could not proceed because the alliance syringe had run out of water, yet the pressure was down to 0 atm. The balloon was then deflated, and approximately 10cc of water was drawn back into the syringe. Upon removal and inspection, a leak was discovered at the bottom of the balloon. A second balloon was opened and checked for leak using the same setup, and a leak was found in the same location. There were no patient complications reported as a result of this event. ***additional information received on august 28, 2025*** it was reported that the procedure was completed with another of the same model device.